Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively, while preparing for a robotic laparoscopic donor nephrectomy procedure, arm cart assembly (aca) experienced a calibration failure. Later, during the procedure, aca got a non-recoverable error. After restart, aca again got calibration failure multiple times. After the non-recoverable error was triggered on the aca, the surgery was never stopped and was continued with only 3 arms being used. There was no patient injury.